Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located int he severely tortuous and severely calcified right coronary artery (rca). After the runway 6f jr3 guide catheter was engaged, predilatation was performed using a 3 x 8mm non-compliant balloon. A 16 x 3.50mm promus premier drug-eluting stent was then advanced but was unable to track the lesion, and the stent shaft was broken. The procedure was completed using an alternate device, and no patient complications were reported.